Event description:
It was reported that the patient underwent a pedicle subtraction osteotomy (pso) at l3 in a posterior fusion t10-iliac using posterior instrumentation, peek interbody spacers, and rhbmp-2/acs. The case went really well and the patient was responding well to treatment. At an unknown time post-op, the patient deteriorated with symptoms including increased pain and decreased mobility. The patient was re-hospitalized and it was noticed on x-ray that at the level of the pso, that both rods were broken and there was a non-union. The patient underwent a revision surgery 91 days post-op. Neural monitoring was used during the revision surgery. The current status of the patient is not ideal. Following the surgery, the patient has significant bilateral leg numbness and weakness bordering on paraplegia. Hopes are held for a return to function however the reality is that this may not be the case. No screws or any hardware were placed incorrectly in the revision surgery, the poor result is said to be one of positioning and the instability of the spine.

Manufacturer narrative:
(B)(4). A review of ap and lateral x-rays performed postoperatively show t12 to iliac fusion after pedicle subtraction osteotomy. Rods both broken at l3. Fusion is incomplete. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Also see medwatch report number 1030489-2012-01401.

Manufacturer narrative:
Analysis of the returned device confirms rod breakage. Mas crown and set screw rod interface witness marks noted on one side of the fracture. Smearing noted on all rod fracture surfaces. Hcp radiological review interpretation notes breakage of both rods at l3. Location of both fractures near the tension/compression bending moment, with both fractures just below a pedicle fixation point, as indicated by the set screw witness marks. Fracture surface examination provides evidence of a multi-modal fracture, with ratchet marks near the origin of crack propagation with progressive striations or beach marks for approximately the first half the rod diameter, followed by increased material disruption, and/or angulation change and shear lips which suggest overload to subsequent fracture. Dimensional inspection confirms conformance to print specification. Chemical and mechanical properties verified by material supplier and independent 3rd party inspection. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.